Event description:
In this event, the user was charging their hearing aids with their charging station while simultaneously using a drying capsule from another manufacturer. Based on provided information and pictures, the charging station metled and the drying capsule was partially melted. There was no other property damage reported.